Event description:
A report stated that a ventilator went inoperative while in use on a patient. The patient was switched to another ventilator. There was no report of patient injury.

Manufacturer narrative:
A covidien technical service engineer troubleshoot this issue with the customer over the phone. The action recommended by the technical support engineer (tse) corresponds with accepted service practices for the error codes generated by the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part. (B)(4).

Manufacturer narrative:
A covidien customer support engineer (cse) was requested to service the device. The cse replaced the breath delivery unit central processing unit (cpu) printed circuit board. The cse then installed level-ak software. The cse then performed all calibrations and testing. All tests passed per manufacturer specifications.